Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that insulin pump had received the software error detected alarm. Customer's blood glucose level was unknown. Customer was unable to clear the alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Device was received with faded serial number label. Insulin pump error 53 alarm found in the insulin pump history due to software error.